Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse tested the operation of the kickplate at both sides and in the middle. Fse found the kickplate to be functioning as normal. This reported event could not be reproduced during the site visit. Fse verified the system was operational. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the surgeon was backing up the system and ran over his toe, causing the toenail to turn black.